Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4040 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the connection between the outer catheter and the extension tube was separated, and it was initially believed that the connection was pulled by violent external force.